Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred on (B)(6) 2020, resulting in customer experiencing an elevated blood glucose (bg) of 720 mg/dl. Customer went to the emergency room (ER) on (B)(6) 2020 and was administered an alcohol drip. Customer's bg was when 750 mg/dl upon arriving to the ER and 700 mg/dl upon leaving the ER. Customer was subsequently admitted to the hospital on (B)(6) 2020. Customer was given intravenous fluids and a saline with insulin drip to address elevated bg. Customer was also given an electrocardiogram test and nitroglycerin for chest pains due to elevated bg. Customer's highest bg was 720 mg/dl while hospitalized. Customer was released from hospital on (B)(6) 2020 with no permanent damage. Customer confirmed that there had been no interaction with the pump for an extended period. Customer's health care provider adjusted pump settings to address the issue.